Event description:
Additional information was received from the patient and it was reported that the patient found 2 wires or stitches poking out of spine and or over in buttocks. There are no changes in activity level. They found that on the spine and it bothered them. And the ins has or seems to be broken in half. Nothing has been done to resolve the issue and it is not resolved. The patient would like to find a hcp to remove the ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they would like the device removed, as it is painful. They stated that they are unsure the circumstances of the depleted ins and wires sticking out. They added that from the feeling of it, it has broken up. The patient stated that the pieces of it move and they have bubble like bumps the size of golf balls, and they don¿t know what it is. They noted that nothing has been resolved at this point, and they have not been able to reach their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Family member reported that patient said that about 2 weeks prior to report, she noticed that she can feel 2 wires poking out of her ins. Caller was redirected to the healthcare provider (hcp). The caller also reported that since date of implant,the patient¿s ins has depleted 2 times and she had it charged back up each time. The caller reported that the patient let the battery deplete a 3rd time and the patient still has the equipment implanted in her body. The caller said that the patient experienced relief from the ins, but she was not good with electronics and it was too confusing for the patient to charge her ins.